Event description:
It was reported, that several months prior to the date of this event, the patients pump ran out of intrathecal medication and the patient went into withdrawal. It was unknown if the onset was sudden or gradual. It was noted that it was believed that something was wrong with the pump. The pump had not alarmed, but the pump was empty. The pump had been interrogated with no issues found. It was noted that the pump is refilled every six months. The health care provider (hcp) felt that the patient symptoms were not due to the drug infusion system, but the family of the patient still believes that there is still something wrong with it. Looking back at hospital records for the past 18 months from the date of this event, the hcp could not find any other issues and was not sure of any reservoir volume discrepancies, so it was unknown when this issue actually occurred. The hcp did not receive any communication from the hospital for the patient regarding this issue. On (B)(6)2015, the patient was seen and seemed fine, but the family wanted more done to determine any issues with the drug infusion system. The hcp would confer with the patient's follow-up doctor. It was later reported, that the patient had symptoms that started on (B)(6) 2015. The symptoms were wrenching, gaging reflex, grabbing at stomach. It was noted that it was not sure if the symptoms were related to the drug infusion system, but the hcp wanted a manufacture representative to interrogate and rule out any issue with the pump. The drug that was used via the device system was unknown baclofen. The intervention and patient outcome remained unknown at the time of this event; if additional information is received this report will be updated.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).